Event description:
It was reported unspecified particulate matter (pm) was observed in four (4) sterile repeater pump tube sets. The location of the pm was not reported. This was noticed during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: four (04) actual devices and photographs were received for evaluation. Visual inspection of the photographs confirmed small spots of particles in the sealed packaging of the products. Visual inspection was performed on returned samples and noticed a dark spot on or embedded in plastic tubing of one sample, dark spot particulate on white connector of second sample, dark spot particulate on spike housing of third sample, and a dark spot particulate on white connector of fourth sample. The reported condition was verified. The cause of the condition could not be determined; however, may be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.